Manufacturer narrative:
Correction: h6. Device codes: initially reported entrapment of device (a150208) was removed. Device evaluated by MFR.: a synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a synergy xd mr us 4.00 x 48mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy xd device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy xd mr us 4.00 x 48mm stent. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 125.5 cm proximal to the distal tip and the hub was not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment through a guideliner, however, it failed to advance. Subsequently, a shaft fracture was noticed while trying to pull the stent back through the guideliner and then the hub broke off. The stent was unsuccessfully pulled back through the guideliner so it was removed as a unit. The procedure was completed successfully with a new device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment through a guideliner, however, it failed to advance. Subsequently, a shaft fracture was noticed while trying to pull the stent back through the guideliner and then the hub broke off. The stent was unsuccessfully pulled back through the guideliner so it was removed as a unit. The procedure was completed successfully with a new device. There were no patient complications reported.